Manufacturer narrative:
The main component of the system and other applicable components are: product ID 37603, serial # (B)(4), implanted: (B)(6) 2014, product type implantable neurostimulator. (B)(4).

Event description:
A consumer¿s family reported that the patient had a loss of therapy. The patient stim was turned all the way up and the patient was shaking really bad. It was stated that with the patient shaking, it was hard for the patient to do rehab. The patient¿s wife had adjusted it and turned it up twice in the last 5-7 days. The patient was in hospital because he fell and broken his hip. It was noted that the patient¿s fall was not due to therapy or device. It was indicated that the patient fell in the kitchen. Rep later reported that the health care provider was asking about someone to program the deep brain stimulator (dbs) patient. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.